Manufacturer narrative:
B5 - corrected to "the reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -7.5/2.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -7.5/2.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was reported as unknown.